Event description:
A trilogy evo ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev3o device by the service engineer, the device failed the pre-test active exhalation verification: s(+) p(+): pilot: reading. The service engineer recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The system meets the specification for the performed service and passed all final testing.

Manufacturer narrative:
The reported failure of the active exhalation valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.